Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 05/23/2016 phone call, 05/23/2016 e-mail, and 06/01/2016 e-mail. The hospital biomed cleaned the advanced breathing system and returned the unit to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 05/23/2016 phone call, 05/23/2016 e-mail, and 06/01/2016 e-mail. The hospital biomed cleaned the advanced breathing system and returned the unit to service.

Event description:
The hospital reported that, during a case, the unit alarmed for non-circle mode and a ventilator failure. The clinician reportedly switched to bag mode and continued the case with no further reported complaint. There was no reported patient injury.